Manufacturer narrative:
Unknown event date in 2020. This report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2020, due to non-union. Patient was revised to a total shoulder. The procedure was successfully completed. Patient status is unknown. This is report 2 of 3 for (B)(4). This report is for an unknown cortex screw.